Event description:
Treatment of an unruptured aneurysm located in the ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. It was reported the patient underwent pipeline embolization treatment. The patient experienced a hemorrhage in the distal mca (middle cerebral artery) region on (B)(6) 2013, two days post procedure. The specific cause of the hemorrhage is unknown; however, the physician speculates it was due to antiplatelet therapy. The patient was discharged from rehabilitation in the middle of (B)(6). The patient's glasgow coma scale = 15 (fully awake person).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it implanted in the patient. (B)(4).